Manufacturer narrative:
Unable to verify manufacturing mode due to critical pump error. Pump error noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly on printed circuit board. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, partially broken reservoir tube lip, partially detached reservoir tube retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer blood glucose reading was 20 mmol/l. Troubleshoot was performed. Customer states insulin pump display reads critical error. Customer was in a pool while alarm occurred. The insulin pump screen reads big cross and esc button could not stop the alarm. Customer went to a hospital to get a pen. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.